Event description:
A customer reported getting a blank screen on their freestyle freedom lite meter when pressing a button or inserting a test strip and as a result of being unable to test, experiencing vertigo. The customer was reportedly seen by a doctor, diagnosed with hyperglycemia and hypertension, and treated with insulin, which was a change to their normal medications. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: upon troubleshooting the customer admitted to dropping the meter.